Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Put in my tampon, couldn't get it out- vagina [foreign body in reproductive tract], the string came off [device breakage], I went to take it out and the string came off [complication of device removal]. Case narrative: consumer reported via phone that the tampon string came off. No serious injury reported.